Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and noted that the probe wash was leaking when backwashing. Fse found a kink in the red tubing on the probe wash which was the root cause of this event. Fse performed repairs and the issue was resolved. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak from the manual (secondary) probe on the coulter lh 500 hematology analyzer. No injuries occurred, no exposure was reported and medical attention was not sought. No patient results were affected.